Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The patient reported the cause of the peritonitis was "from the minicap". It was reported the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up the nurse reported the patient was diagnosed with bacterial peritonitis and they believed the cause was related to the glue of the non- baxter pd catheter. Subsequently, the pd catheter was removed. The patient was treated with unspecified antibiotics for the event and is currently performing hemodialysis. Per the reported additional information, the cause was due to the catheter's glue. The pd catheter is a non-baxter product. Based on additional information received, the baxter pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.